Manufacturer narrative:
H6: evaluation codes: results - (other): visual inspection of the returned product found one haptic torn. There was evidence of clear surgical residue. Conclusions: (no conclusion can be drawn): based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.